Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to use a hawkone atherectomy device with a 6fr non-medtronic sheath and non-medtronic 0.014 guidewire during treatment of a 100mm plaque cto (chronic total occlusion-100%) in the patient's mid left superficial femoral artery (sfa), slight vessel tortuosity and moderate calcification are reported. Artery diameter reported as 4-5mm. IFU was followed. Vessel pre-dilation was not performed. The physician initially crossed the cto with a non-medtronic cto 25g wire and non-medtronic 018 crossing catheter. The hawkone was advanced through the lesion twice without difficulty. On the third pass angio graphically revealed device full and met slight resistance to fully disengage thumb switch. The device was removed, cleaned, and re-advanced. Upon engagement, met resistance again. The physician turned power switch off, attempted to manipulate thumb switch unsuccessfully, and removed. The thumbswitch was reported to be technically off, not making noise; however, it would not fully advance to the off position during the procedure within the vessel. The angio revealed that the packer was in the full position within the housing unit and the cutter was in the normal position within the housing unit. The device was safely removed intact with no abnormalities noted. The device was tested outside the patient, under fluoroscopy, displaying inactive packing mechanism and inconsistent operating thumbswitch. A second device utilized. Post dilation performed with a non-medtronic 018 4x200 balloon 11atm 2 mins. The intervention was successful. No adverse effects noted, no patient injury reported.

Manufacturer narrative:
Image review: one image was received from the customer. The image showed the patient vasculature and a calcified lesion. Product analysis: the hawkone device was returned to medtronic investigation lab for evaluation. The device was returned coiled inside 2 biohazard bags. The device was returned with the cutter driver disconnected from the device and the thumbswitch fully advanced. The cutter was positioned 27mm in the housing and biologics were present in the housing. The thumbswitch could not be retracted. During functional testing the cutter driver was connected to the device. While attempting to retract the cutter from the housing the drive shaft broke, and no further testing could be carried out. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.